Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set exhibited no flow, resulting in the infusion pump continuously alarming for occlusion. The event occurred during a lipid infusion. The reporter stated that the line was flushed and noted to be "sluggish"; thus, the infusion was switched to another lumen of the central venous line (cvl) and tissue plasminogen activator (tpa) was administered to the affected lumen. Despite these actions, the pump continued to alarm for occlusion. The IV tubing was then disconnected from the patient, removed from the pump, and assessed; however, free flow of the lipid solution could not be achieved. The lipid tubing was subsequently replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed with no issues or defects noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.